Event description:
A customer reported that a pump malfunction occurred. There was no reported adverse impact to the customer. Ultimately the customer reverted to an alternate method of insulin delivery.